Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was healing while slanted causing ipg charging difficulties. The patient was also experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively and the ipg remains implanted and in use.